Event description:
It was reported that the patient experienced a change in therapy. The patient had some problems with their back and an increase in spasticity. There was a report of a volume discrepancy occurred at a refill in late may. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 11 ml and erv 7 ml. It was noted that they usually get out the amount that is expected at refills. The patient had a cat scan and an MRI a few weeks prior to the refill and the patient was wondered if they could cause the issue. There was a lot of blood in the old medication when they pulled it out at the refill. It was later reported that the cause of the blood in the medication was bleeding during access of the pump. The cause of the volume discrepancy was unknown. It was later specified that the refill occurred on (B)(6) 2015 and the low reservoir alarm was active. The patient reported continued spasms since the previous visit. The patient considers the current treatment somewhat effective. The patient had a CT and MRI of the thoracic spine and no granuloma was present on the intrathecal catheter. The patient¿s back exam noted pre sacral edema. The patient had d decreased sensation in outside of legs, and was unable to move the last three toes of their right foot. The extremities had pedal edema. The patient experienced back pain that was burning and constant. It was noted that movement causes the patient pain and the pain was rated at a 5. A catheter study was planned for (B)(6) 2015 as it was the second time the residual volume was higher than expected and spasticity had increased recently. The patient was to follow up with the physician in two months. The patient recovered without permanent impairment. The pump was used to infuse baclofen (concentration 2000 mcg/ml,daily dose 1249.6 mcg/day).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer indicated the last few refills &#62664;e was not getting the right amount of medication&#63508;his occurred in (B)(6) 2015. The hcp said he would call the manufacturer himself, but the patient reported he was not doing anything he said he was going to. She did not know if she was having &#62482;problems of the pump failing or symptoms or what. The patient had increased spasticity in (B)(6) 2015 (specific date not reported). No interventions were mentioned. Indications for use (IFU) were listed as other spasticity and intractable spasticity. The patient's medical history and concomitant medications were unknown. If additional information is received, a follow-up report will be sent.